Event description:
Patient admitted in late 2008 for chest pain consistent with unstable angina. Patient underwent cardiac catheterization the next day. Angio seal deployed in right femoral artery. Patient was having a normal recovery and suddenly felt a pop in the groin area. The patient developed medium sized hematoma on the right groin at the site of the angio seal closure in the right femoral artery. This was intensively compressed and a vascular ultrasound did not show any arterial or venous thrombus or pseudoaneurysm. There was no worsening of the hematoma. Patient was discharged two days later.